Event description:
Philips received a complaint by the customer on the v60 indicating that the device is displaying error code 122 (cbit) check vent: blower temperature high message. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse found that the air inlet filter was covered in dust/particle build-up. Removed filter and ran unit at the same settings used by rt staff before vent was turned in to biomed for service, presumably the same settings used when error occurred, and error was no longer appearing. The pse replaced the air inlet filters to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.